Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter city: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 9.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no complications experienced by the patient as a result of this event.